Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009. Inratio: 0.9. Lab: 2.7.

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 0.9; ref: 2.7; mean: 1.80; confidence limits: 1.2-2.3. Customer results were analyzed and accuracy confidence limits were not met. Time elapsed between results not provided. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Previous investigation on strip lot # 216971, (B)(4), revealed accuracy met criteria. Product deficiency not established. No further action is required. As of 11/04/2009, three discrepant result complaints were reported for lot # 216971 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. The allowable difference between the inratio inrs and sysmex inrs are calculated. At least two out of three replicates for both samples of strip lot 216971 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These results meet the criteria. No further action is required.